Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation by resmed manufacturing facility located in (B)(4) determined that the alarm sounded appropriately and the boot-up fault was likely due to an isolated software error. The device was power cycled to address this single occurrence. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device alarmed and would not proceed to its normal start-up sequence. The device was not in use when the fault occurred; therefore, there was no patient involvement.